Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a specific cause for the reported multiorgan failure and subsequent patient outcome as well as a direct correlation with the heartmate (hm) 3 left ventricular assist system (lvas) (B)(4) could not be determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of this IFU lists death and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to severe vasoplegia with multiorgan failure. There were no device issues indicated, and the left ventricular assist device (lvad) was running as expected.